Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 1104 -backup alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. There was no medical intervention provided to the patient, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. The rse advised the customer the latest version of the service manual. The customer was advised that the likely failure is with the central processing unit board and the part number of the board was provided.

Manufacturer narrative:
The customer replaced the central processing unit pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. Product UDI is corrected.